Manufacturer narrative:
The microcatheter has been received, based on the initial evaluation, the distal section of the microcatheter was found to be missing. Additional investigation is still ongoing and once it has been completed a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned for analysis. In this event, use context likely contributed to the separation as the user continued to advance the implant coil against the resistance. However, the cause for the resistance could not be determined. Per the microcatheter instructions for use (IFU): ¿never advance or withdraw an intraluminal device against resistance until the cause of the resistance is determined by fluoroscopy. Excessive force against resistance may result in damage to the device or vessel perforation or other patient injuries. The lot history record showed no discrepancies that would have contributed to the reported experience. MDR related to this event: 2029214-2016-01104 2029214-2016-01114. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The catheter was initially reported to have been punctured, however, the upon review of images of the device, it was realized that the catheter had actually separated. No patient injury was reported.

Manufacturer narrative:
The device was not received. Attempts have been made to gather additional information. However, the attempts have been unsuccessful. If additional information is received a supplemental report will be submitted.

Event description:
Medtronic received report that during a left posterior communicating artery aneurysm coiling procedure, the microcatheter was reported to have ruptured. No patient injury was reported.

Manufacturer narrative:
MDR related to this event: 2029214-2016-01104, 2029214-2016-01114. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during a left posterior communicating artery aneurysm coiling procedure, the coil was reported to have perforated the catheter at about 20cm into the proximal segment. The microcatheter was replaced and the coil was implanted with a replacement microcatheter. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.